Event description:
The customer reported that the ventilator went vent inop and alarmed. The customer reported the ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the reported problem. Review of the device diagnostic log history noted a vent inop occurrence due to an adc failure of the data acquisition pcb board. During evaluation, the service technician reported the cable from the data acquisition pcb board to the motor controller pcb board would intermittently cause the device to go vent inop when touched. The service technician replaced the cable to address the finding. Performance verification testing was completed and passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. If a vent inop occurs during use, the user must immediately secure alternative means of ventilation for the patient.